Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: it stated that the nurse could not open the device successfully. Was that after the device was pried open and removed from tissue? Yes, once the gun was prized open and the tissue released, the gun was removed from the patient. However, as the gun could not be opened the device had to be removed from the patient whilst still articulated. On what tissue type was the device used? Pulmonary artery. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th. Echelon straight/flex: flex (ec45a). During which stroke did the event occur? The consultant had completed all the firing stokes. What colour cartridge was being used? White. What other colour cartridges were used before and after this event? Blue and white. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. To clarify: the knife reverse was used and the device did not open? Yes. Is there any other additional information you would like to share about this device or procedure? I have looked at the device myself. The blade is not fully returned in to the housing. I have therefore tried the reverse knife blade button and done the required firing sequence but the blade will still not return into the housing. I have repeated this 3 times. I am sending back the device as it has been found. On speaking to the surgeon, the proximal end of the anastomosis came free from the gun once the firing strokes had been completed. However, the distal anastomosis end was trapped within the jaws of the gun. The surgeon was only able to remove this by prizing the jaws of the gun apart with a grasper. The case was a left upper lobectomy. The users are experienced with this device and when asked to show me exactly what they did when they discovered it was stuck, they were able to do all correct things we would expect from a misfire etc.

Event description:
It was reported that during a vats lobectomy procedure the device had been successfully fired 5 times previously with no problems. The consultant then came to fire the device on the pulmonary artery. The device fully fired and stapled the pulmonary artery. When the consultant went to open the device he was unable to do so. The consultant pressed the red knife reversal button and pulled the firing trigger to double check that the blade was retracted fully into the housing. This was repeated several times and the device could still not be opened successfully. After approx 30 minutes the device was pried open using a strong laparoscopic blade. The device initially fired with no unexpected noises and with no higher or lower than expected forces to fire. The device was not fired near an existing staple line or metal clip. The nurse has said that even after the procedure she tried to open the device and was not successful. The tissue/staple line that was resected did not appear damaged following on from removing the device. No patient consequences reported.